Event description:
Implant didn't achieve osseointegration, primary stability not achieved, no thread tap used, periodontal disease. Implants did not achieve primary stability, evaded to # 36 (33, 37 explanted, tried to reimplant) #33 was without problem pf 5.0. Same patient as (B)(6).